Event description:
The customer states that during the start of the anesthesia process the staff observed that the pt was still restless and a new dose of anesthetics was given. Shortly afterwards the pt could not breathe anymore and the saturation fell and the pt turned blue. The staff then connected the pt to the anesthesia machine in manual ventilation mode. The manual breathing bag did not inflate and there was no inspiration. Switch to a control mode (volume control and later pressure control) circle system, did not resolve the problem. The auxiliary fresh gas outlet was opened in order to ventilate the pt with a resuscitator. After that, the medical staff switched back to a control mode. The anesthesia machine worked normally and the surgery ended without problem.